Manufacturer narrative:
This case was initially received via regulatory authority ((B)(6)) on 15-sep-2017. The most recent information was received on 24-jan-2018. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("unilateral perforation on left side /coil embedded in womb /uterus"), device breakage ("device migrated, came apart inside me. Part of it in my uterus"), embedded device ("coil migrated, embedded in womb /uterus") and genital haemorrhage ("permanent bleeding") in a (B)(6) year-old female patient who had essure (batch no. 796894) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "attempted removal of essure devices with hysteroscopy", device ineffective "failed sterilisation" and device difficult to use "attempted removal of essure devices with hysteroscopy failed". The patient's past medical history included gravida ii and parity 2. No remarkable medical history and unknown allergies. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain, abdominal pain and malaise, device breakage (seriousness criteria hospitalization, medically significant and intervention required), embedded device (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("device migrated, came apart inside me. Part of it in my uterus"), abdominal distension ("awful bloating"), abdominal pain lower ("cramping"), rash ("rashes"), arthralgia ("joint pain"), weight increased ("immediate weight gain (5 stone in 4 years, steady weight before essure)"), cystitis ("constant cystitis"), dysgeusia ("metallic taste"), peripheral swelling ("swollen legs and hands") and alopecia ("hair loss"). The patient was treated with surgery (after failed hysteroscopic attempt, bilateral salpingo-oophorectomy), surgery (subtotal hysterectomy on (B)(6) 2017 to retrieve device), surgery (essure removal) and surgery (endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, embedded device, genital haemorrhage, device expulsion, abdominal distension and abdominal pain lower was resolving and the rash, arthralgia, weight increased, cystitis, dysgeusia, peripheral swelling and alopecia outcome was unknown. The reporter provided no causality assessment for device breakage and device expulsion with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, cystitis, dysgeusia, embedded device, fallopian tube perforation, genital haemorrhage, peripheral swelling, rash and weight increased to be related to essure. The reporter commented: the insertion was easy, no complaints immediately after insertion. The events started soon after essure insertion. Patient was admitted to hospital (unspecified event). A subtotal hysterectomy was performed. Patient was recovering from procedure, which kept her bedridden. As per follow-up of 24-jan-2018 (perforation questionnaire/ clinical course): patient re-presented 3 years later with abdominal pain. Attempted removal of essure devices with hysteroscopy, unable to find them, therefore hysterectomy and bilateral salpingo-oophorectomy performed on (B)(6) 2017. Diagnostic results: no abnormal uterine findings prior to insertion, visualization of tubal os and insertion were easy, fluid loss at hysteroscopy was less than 1500cc, the procedure did not take longer than 20 min. No complaints after insertion. Confirmation test was done on (B)(6) 2011, both devices were seen at uterine cornua [prev] to endometrial ablation. Perforation diagnosis by ultrasound and x-ray: unilateral perforation left side, no organ or intra-abdominal perforation. Diagnosis and position of left essure: some proximal [illegible] of the tube. Right device in correct position. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 29-jan-2018 for the following meddra pts (excluding this case): fallopian tube perforation: n° 940 cases were identified. Device breakage: n° 2147 cases were identified. Embedded device: n° 450 cases were identified. Genital haemorrhage: n° 763 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jan-2018: questionnaire of uterine/tubal perforation with essure was received. Patient details and device insertion information was provided. The insertion was easy and it was performed during follicular phase. No abnormal findings were noted prior to insertion. The visualization of tubal os was easy. No fluid loss more than 1500cc during hysteroscopy and the insertion procedure did not take more than 20 min. No complaints immediately after insertion was reported. Confirmation test was done and both devices were seen. The perforation occurred on unilateral left side and diagnostic was made by ultrasound and x-ray. The right device was in correct position. She presented bleeding and abdominal pain also. On 24-jan-2018: events information received: pelvic pain and general malaise. Full removal of essure devices confirmed. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 15-sep-2017. The most recent information was received on 09-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('unilateral perforation on left side, doctor unable to find them at hysteroscopy'), device breakage ('device migrated, came apart inside me. Part of it in my uterus'), embedded device ('one coil migrated/ dislodged after endometrial ablation, embedded in uterus') and genital haemorrhage ('permanent bleeding') in a 40-year-old female patient who had essure (batch no. 796894) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failed sterilisation" and wrong technique in device usage process "attempted removal of essure devices with hysteroscopy". The patient's medical history included gravida ii and parity 2. No remarkable medical history or known allergies. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced abdominal pain ("abdominal pain 3 years after insertion"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain, abdominal pain lower and malaise, device breakage (seriousness criteria hospitalization, medically significant and intervention required), embedded device (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("device migrated, dislodged after endometrial ablation / went in uterus"), abdominal distension ("awful bloating"), rash ("rashes"), arthralgia ("joint pain"), cystitis ("constant cystitis"), dysgeusia ("metallic taste"), peripheral swelling ("swollen legs and hands"), alopecia ("hair loss") and complication of device removal ("attempted removal of essure devices with hysteroscopy failed") and was found to have weight increased ("immediate weight gain (5 stone in 4 years, steady weight before essure)"). The patient was treated with surgery (endometrial ablation in (B)(6) 2011, post failed hysteroscopic attempt, essure removal by laparotomy and total hysterectomy and bilateral salpingectomy on (B)(6) 2017 to retrieve device). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, embedded device, genital haemorrhage, device expulsion and abdominal distension had resolved and the rash, arthralgia, weight increased, cystitis, dysgeusia, peripheral swelling, alopecia and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, cystitis, device breakage, device expulsion, dysgeusia, embedded device, fallopian tube perforation, genital haemorrhage, peripheral swelling, rash and weight increased to be related to essure. The reporter commented: as per clarification of follow-up of (B)(6) 2019: the essure insertion on (B)(6) 2011 was easy, no complaints immediately after insertion. Events started soon after essure insertion. Patient underwent subsequent procedures after the initial insertion of the essure device to attempt to resolve ongoing problems. She had an ablation procedure in (B)(6) 2011 after which she was advised the surgeon may have dislodged one of the devices. Patient re-presented 3 years later with abdominal pain. Complications and problems continued and on (B)(6) 2016 she demanded a referral to the original implanting doctor who attempted removal of essure devices with hysteroscopy, was unable to find them, therefore total hysterectomy and bilateral salpingo-oophorectomy was performed on (B)(6) 2017 after further investigations. According to questionnaire returned by physician, removal of essure was medically necessary and was also requested by patient. The patient had generalized pelvic pain and felt generally unwell. Concerning the device breakage, there was no injury to the patient, or potential serious injury under less fortunate circumstances. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2011: no abnormal uterine findings prior to insertion, visualization of tubal os and insertion were easy, fluid loss at hysteroscopy was less than 1500cc, the procedure did not take longer than 20 min. No complaints after insertion; on (B)(6) 2011: confirmation test was done on (B)(6) 2011, both devices were seen at uterine cornua [prev] to endometrial ablation. Ultrasound scan - on an unknown date: perforation occurred on unilateral left side. X-ray - on an unknown date: perforation occurred on unilateral left side, no organ or intra-abdominal perforation. Diagnosis and position of left essure: some proximal [illegible] of the tube, right essure in correct position. Lot number:796894 manufacturing date:2010/10 expiration date:2013/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4) ) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("unilateral perforation on left side, doctor unable to find them at hysteroscopy"), device breakage ("device migrated, came apart inside me. Part of it in my uterus"), embedded device ("one coil migrated/ dislodged after endometrial ablation, embedded in uterus") and genital haemorrhage ("permanent bleeding") in a 40-year-old female patient who had essure (batch no. 796894) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failed sterilisation" and wrong technique in device usage process "attempted removal of essure devices with hysteroscopy". The patient's medical history included gravida ii and parity 2. No remarkable medical history or known allergies. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced abdominal pain ("abdominal pain 3 years after insertion"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain, abdominal pain lower and malaise, device breakage (seriousness criteria hospitalization, medically significant and intervention required), embedded device (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("device migrated, dislodged after endometrial ablation / went in uterus"), abdominal distension ("awful bloating"), rash ("rashes"), arthralgia ("joint pain"), cystitis ("constant cystitis"), dysgeusia ("metallic taste"), peripheral swelling ("swollen legs and hands"), alopecia ("hair loss") and complication of device removal ("attempted removal of essure devices with hysteroscopy failed") and was found to have weight increased ("immediate weight gain (5 stone in 4 years, steady weight before essure)"). The patient was treated with surgery (endometrial ablation in (B)(6) 2011, post failed hysteroscopic attempt, essure removal by laparotomy and total hysterectomy and bilateral salpingectomy on (B)(6) 2017 to retrieve device). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, embedded device, genital haemorrhage, device expulsion and abdominal distension had resolved and the rash, arthralgia, weight increased, cystitis, dysgeusia, peripheral swelling and alopecia outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, cystitis, device breakage, device expulsion, dysgeusia, embedded device, fallopian tube perforation, genital haemorrhage, peripheral swelling, rash and weight increased to be related to essure. The reporter commented: as per clarification of follow-up of (B)(6) 2019: the essure insertion on (B)(6) 2011 was easy, no complaints immediately after insertion. Events started soon after essure insertion. Patient underwent subsequent procedures after the initial insertion of the essure device to attempt to resolve ongoing problems. She had an ablation procedure in (B)(6) 2011 after which she was advised the surgeon may have dislodged one of the devices. Patient re-presented 3 years later with abdominal pain. Complications and problems continued and on (B)(6) 2016 she demanded a referral to the original implanting doctor who attempted removal of essure devices with hysteroscopy, was unable to find them, therefore total hysterectomy and bilateral salpingo-oophorectomy was performed on (B)(6) 2017 after further investigations. According to questionnaire returned by physician, removal of essure was medically necessary and was also requested by patient. The patient had generalized pelvic pain and felt generally unwell. Concerning the device breakage, there was no injury to the patient, or potential serious injury under less fortunate circumstances. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2011: no abnormal uterine findings prior to insertion, visualization of tubal os and insertion were easy, fluid loss at hysteroscopy was less than 1500cc, the procedure did not take longer than 20 min. No complaints after insertion; on (B)(6) 2011: confirmation test was done on (B)(6) 2011, both devices were seen at uterine cornua [prev] to endometrial ablation. Ultrasound scan - on an unknown date: perforation occurred on unilateral left side. X-ray - on an unknown date: perforation occurred on unilateral left side, no organ or intra-abdominal perforation. Diagnosis and position of left essure: some proximal [illegible] of the tube, right essure in correct position. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-may-2019: letter of notification from lawyer was received: patient had essure inserted on (B)(6) 2011 at hospital and underwent an ablation procedure in (B)(6) 2011 after which she was advised the surgeon may have dislodged one of the devices. Subsequent procedures were done after the initial insertion of the essure device to attempt to resolve ongoing problems, the procedure was not wholly sussessful. Complications and problems continued and on (B)(6) 2016 she demanded a referral to the original implanting doctor. This resulted in further investigations and ultimately led to a full hysterectomy in (B)(6) 2017. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: 2017/009/004/401/014) on (B)(4) 2017. The most recent information was received on 14-dec-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('unilateral perforation on left side, doctor unable to find them at hysteroscopy'), device breakage ('device migrated, came apart inside me/ part of it in my uterus'), embedded device ('one coil migrated/ dislodged after endometrial ablation, embedded in uterus') and genital haemorrhage ('permanent bleeding') in a 40-year-old female patient who had essure (batch no. 796894) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failed sterilisation" and wrong technique in device usage process "attempted removal of essure devices with hysteroscopy". The patient's medical history included gravida ii and parity 2. No remarkable medical history or known allergies. Concomitant products included medroxyprogesterone acetate (depo provera). On 25-jul-2011, the patient had essure inserted. In 2014, the patient experienced abdominal pain ("abdominal pain 3 years after insertion"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain, abdominal pain lower and malaise, device breakage (seriousness criteria hospitalization, medically significant and intervention required), embedded device (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("device migrated, dislodged after endometrial ablation / went in uterus"), abdominal distension ("awful bloating"), rash ("rashes"), arthralgia ("joint pain"), cystitis ("constant cystitis"), dysgeusia ("metallic taste"), peripheral swelling ("swollen legs and hands"), alopecia ("hair loss") and complication of device removal ("attempted removal of essure devices with hysteroscopy failed") and was found to have weight increased ("immediate weight gain (5 stone in 4 years, steady weight before essure)"). The patient was treated with surgery (endometrial ablation in oct-2011, post failed hysteroscopic attempt, essure removal by laparotomy and total hysterectomy and bilateral salpingectomy on (B)(6)2017 to retrieve device). Essure was removed on 5-oct-2017. At the time of the report, the fallopian tube perforation, device breakage, embedded device, genital haemorrhage, device expulsion and abdominal distension had resolved and the rash, arthralgia, weight increased, cystitis, dysgeusia, peripheral swelling, alopecia and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, cystitis, device breakage, device expulsion, dysgeusia, embedded device, fallopian tube perforation, genital haemorrhage, peripheral swelling, rash and weight increased to be related to essure. The reporter commented: as per clarification of follow-up of 9-may-2019: the essure insertion on (B)(6) 2011 was easy, no complaints immediately after insertion. Events started soon after essure insertion. Patient underwent subsequent procedures after the initial insertion of the essure device to attempt to resolve ongoing problems. She had an ablation procedure in (B)(6) 2011 after which she was advised the surgeon may have dislodged one of the devices. Patient re-presented 3 years later with abdominal pain. Complications and problems continued and on (B)(6) 2016 she demanded a referral to the original implanting doctor who attempted removal of essure devices with hysteroscopy, was unable to find them, therefore total hysterectomy and bilateral salpingo-oophorectomy was performed on (B)(6) 2017 after further investigations. According to the questionnaire returned by the physician, removal of essure was medically necessary and was also requested by patient. The patient had generalized pelvic pain and felt generally unwell. Concerning the device breakage, there was no injury to the patient, or potential serious injury under less fortunate circumstances. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2011: no abnormal uterine findings prior to insertion, visualization of tubal os and insertion was easy, fluid loss at hysteroscopy was less than 1500cc, the procedure did not take longer than 20 min. No complaints after insertion; on (B)(6) 2011: confirmation test: both devices were seen at uterine cornua [prev] to endometrial ablation. Ultrasound scan - on an unknown date: perforation occurred on unilateral left side. X-ray - on an unknown date: perforation occurred on unilateral left side, no organ or intra-abdominal perforation. Diagnosis and position of left essure: some proximal [illegible] of the tube, right essure in correct position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2020: final report. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: 2017/009/004/401/014) on (B)(6) 2017. The most recent information was received on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('unilateral perforation on left side, doctor unable to find them at hysteroscopy'), device breakage ('device migrated, came apart inside me. Part of it in my uterus'), embedded device ('one coil migrated/ dislodged after endometrial ablation, embedded in uterus') and genital haemorrhage ('permanent bleeding') in a 40-year-old female patient who had essure (batch no. 796894) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failed sterilisation" and wrong technique in device usage process "attempted removal of essure devices with hysteroscopy". The patient's medical history included gravida ii and parity 2. No remarkable medical history or known allergies. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced abdominal pain ("abdominal pain 3 years after insertion"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain, abdominal pain lower and malaise, device breakage (seriousness criteria hospitalization, medically significant and intervention required), embedded device (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("device migrated, dislodged after endometrial ablation / went in uterus"), abdominal distension ("awful bloating"), rash ("rashes"), arthralgia ("joint pain"), cystitis ("constant cystitis"), dysgeusia ("metallic taste"), peripheral swelling ("swollen legs and hands"), alopecia ("hair loss") and complication of device removal ("attempted removal of essure devices with hysteroscopy failed") and was found to have weight increased ("immediate weight gain (5 stone in 4 years, steady weight before essure)"). The patient was treated with surgery (endometrial ablation in oct-2011, post failed hysteroscopic attempt, essure removal by laparotomy and total hysterectomy and bilateral salpingectomy on (B)(6)2017 to retrieve device). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, embedded device, genital haemorrhage, device expulsion and abdominal distension had resolved and the rash, arthralgia, weight increased, cystitis, dysgeusia, peripheral swelling, alopecia and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, cystitis, device breakage, device expulsion, dysgeusia, embedded device, fallopian tube perforation, genital haemorrhage, peripheral swelling, rash and weight increased to be related to essure. The reporter commented: as per clarification of follow-up of (B)(6) 2019: the essure insertion on (B)(6) 2011 was easy, no complaints immediately after insertion. Events started soon after essure insertion. Patient underwent subsequent procedures after the initial insertion of the essure device to attempt to resolve ongoing problems. She had an ablation procedure in oct-2011 after which she was advised the surgeon may have dislodged one of the devices. Patient re-presented 3 years later with abdominal pain. Complications and problems continued and on (B)(6) 2016 she demanded a referral to the original implanting doctor who attempted removal of essure devices with hysteroscopy, was unable to find them, therefore total hysterectomy and bilateral salpingo-oophorectomy was performed on (B)(6) 2017 after further investigations. According to questionnaire returned by physician, removal of essure was medically necessary and was also requested by patient. The patient had generalized pelvic pain and felt generally unwell. Concerning the device breakage, there was no injury to the patient, or potential serious injury under less fortunate circumstances. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2011: no abnormal uterine findings prior to insertion, visualization of tubal os and insertion were easy, fluid loss at hysteroscopy was less than 1500cc, the procedure did not take longer than 20 min. No complaints after insertion; on (B)(6) 2011: confirmation test was done on (B)(6) 2011, both devices were seen at uterine cornua [prev] to endometrial ablation. Ultrasound scan - on an unknown date: perforation occurred on unilateral left side. X-ray - on an unknown date: perforation occurred on unilateral left side, no organ or intra-abdominal perforation. Diagnosis and position of left essure: some proximal [illegible] of the tube, right essure in correct position. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: reporter added, cluster reference added, "abdominal pain", "wrong technique in device usage process" and "implant could not be removed" outcome updated to 'unknown'. Malfunction field of 'device breakage' event selected as 'yes', mw, mir and EU ca tabs updated, cluster reference added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4) ) on (B)(6)2017. The most recent information was received on (B)(6)2018 . This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("unilateral perforation on left side /coil embedded in womb /uterus"), device breakage ("device migrated, came apart inside me. Part of it in my uterus"), embedded device ("coil migrated, embedded in womb /uterus") and genital haemorrhage ("permanent bleeding") in a 40-year-old female patient who had essure (batch no. 796894, 11d14ra) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "attempted removal of essure devices with hysteroscopy", device ineffective "failed sterilisation" and device difficult to use "attempted removal of essure devices with hysteroscopy failed". The patient's past medical history included gravida ii and parity 2. No remarkable medical history and unknown allergies. Concomitant products included medroxyprogesterone (depo provera). On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain, abdominal pain and malaise, device breakage (seriousness criteria hospitalization, medically significant and intervention required), embedded device (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("device migrated, came apart inside me. Part of it in my uterus"), abdominal distension ("awful bloating"), abdominal pain lower ("cramping"), rash ("rashes"), arthralgia ("joint pain"), weight increased ("immediate weight gain (5 stone in 4 years, steady weight before essure)"), cystitis ("constant cystitis"), dysgeusia ("metallic taste"), peripheral swelling ("swollen legs and hands") and alopecia ("hair loss"). The patient was treated with surgery (after failed hysteroscopic attempt, bilateral salpingo-oophorectomy), surgery (subtotal hysterectomy on (B)(6)2017 to retrieve device, laparotomy), surgery (essure removal) and surgery (endometrial ablation). Essure was removed on (B)(6)2017 . At the time of the report, the fallopian tube perforation, device breakage, embedded device, genital haemorrhage, device expulsion, abdominal distension and abdominal pain lower had resolved and the rash, arthralgia, weight increased, cystitis, dysgeusia, peripheral swelling and alopecia outcome was unknown. The reporter provided no causality assessment for device breakage and device expulsion with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, cystitis, dysgeusia, embedded device, fallopian tube perforation, genital haemorrhage, peripheral swelling, rash and weight increased to be related to essure. The reporter commented: the insertion was easy, no complaints immediately after insertion. The events started soon after essure insertion. Patient was admitted to hospital (unspecified event). A subtotal hysterectomy was performed. Patient was recovering from procedure, which kept her bedridden. As per follow-up of (B)(6)2018 (perforation questionnaire/ clinical course): patient re-presented 3 years later with abdominal pain. Attempted removal of essure devices with hysteroscopy, unable to find them, therefore hysterectomy and bilateral salpingo-oophorectomy performed on (B)(6)2017. It was medically necessary to remove essure and it was also removed because of patient request. The patient had generalized pelvic pain and felt generally unwell. There was no patient injury and device breakage could not have led to serious injury under less fortunate circumstances. It was not possible to remove essure via hyscoroscopy. Diagnostic results: no abnormal uterine findings prior to insertion, visualization of tubal os and insertion were easy, fluid loss at hysteroscopy was less than 1500cc, the procedure did not take longer than 20 min. No complaints after insertion. Confirmation test was done on (B)(6)2011 , both devices were seen at uterine cornua [prev] to endometrial ablation. Perforation diagnosis by ultrasound and x-ray: unilateral perforation left side, no organ or intra-abdominal perforation. Diagnosis and position of left essure: some proximal [illegible] of the tube. Right device in correct position. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2018 for the following meddra pts (excluding this case): fallopian tube perforation: n° 1088 cases were identified. Device breakage: n° 2279 cases were identified. Embedded device: n° 512 cases were identified. Genital haemorrhage: n° 879 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: questionnaire: device breakage with essure provided. Insertion date was changed to (B)(6)2014 , lot number to 11d14ra. It was medically necessary to remove essure and it was also removed because of patient request. The patient had generalized pelvic pain and felt generally unwell. She was hospitalized. It was not possible to remove essure via hysteroscopy. The patient had recovered. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 15-sep-2017. The most recent information was received on 23-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("device migrated, came apart inside me. Part of it in my uterus"), embedded device ("coil embedded in womb /uterus") and genital haemorrhage ("permanent bleeding") in a female patient who had essure (batch no. 796894) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failed sterilisation". Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("device migrated, came apart inside me. Part of it in my uterus"), rash ("rashes"), arthralgia ("joint pain"), weight increased ("immediate weight gain (5 stone in 4 years, steady weight before essure)"), pelvic pain ("pain (labour pains)"), abdominal pain lower ("cramping"), cystitis ("constant cystitis"), dysgeusia ("metallic taste"), peripheral swelling ("swollen legs and hands"), alopecia ("hair loss") and abdominal distension ("awful bloating"). The patient was treated with surgery (subtotal hysterectomy on (B)(6) 2017 to retrieve device) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and device expulsion had not resolved and the embedded device, genital haemorrhage, rash, arthralgia, weight increased, pelvic pain, abdominal pain lower, cystitis, dysgeusia, peripheral swelling, alopecia and abdominal distension outcome was unknown. The reporter provided no causality assessment for device breakage and device expulsion with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, cystitis, dysgeusia, embedded device, genital haemorrhage, pelvic pain, peripheral swelling, rash and weight increased to be related to essure. The reporter commented: the patient reported no remarkable medical history and unknown allergies. The events started soon after essure insertion. Patient was admitted to hospital (unspecified event). After failed attempt to retrieve essure, a subtotal hysterectomy was performed. Patient was recovering from procedure, which kept her bedridden. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 26-oct-2017 for the following meddra preferred terms: device breakage: the analysis in the global safety database revealed 1840 cases. Embedded device: the analysis in the global safety database revealed 396 cases. Genital haemorrhage: the analysis in the global safety database revealed 654 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2017: essure was inserted on (B)(6) 2011 and removed on (B)(6) 2017. Events added: permanent bleeding until ablation, rashes, joint pain, immediate weight gain, pain (labour pains), cramping, constant cystitis, metallic taste, swollen legs, swollen hands, hair loss, awful bloating, coil embedded in womb / uterus. Patient was admitted to hospital (unspecified event). The consumer was going to sue the company. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) ((B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("device migrated, came apart inside me. Part of it in my uterus") in a female patient who had essure (batch no. (B)(4)) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failed sterilisation". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("device migrated, came apart inside me. Part of it in my uterus"). The patient was treated with surgery (hysterectomy on (B)(6) 2017 to retrieve device). Essure treatment was not changed. At the time of the report, the device breakage and device expulsion had not resolved. The reporter provided no causality assessment for device breakage and device expulsion with essure. The reporter commented: device migrated, came apart inside me. Failed sterilisation. Part of it in my uterus. Hysterectomy will be done on (B)(6) 2017 to retrieve device. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.